Event description:
Routine complaint investigation confirms a false high reading being obtained. These results under certain conditions, for certain patient, could result in adverse effects to the user of the system. No injuries were reported in the field.